Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was a value displayed as "low" on the continuous glucose monitor, and the meter bg reading was in the mid 200 mg/dl range. As a result of the basal suspension, customer's bg level was in the upper 200 mg/dl range. Specific bg values were not provided. Bg was addressed via a correction bolus. Customer acknowledged no other issues were identified and the pump was functioning as intended. No additional patient or event information was available.